Manufacturer narrative:
Patient info not provided as no patient was involved in this concern. RMA was issued and replacement part provided to the site. The device has not been returned to the manufacturer.

Event description:
A medtronic representative reported that the stealthstation power supply touchsite monitor display intermittently blacks out. There was no patient present.